Manufacturer narrative:
(B)(4). Conclusion - no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy on (B)(6) 2008. The pt subsequently underwent a laparoscopic cholecystectomy on (B)(6) 2009. During the procedure, a rubber duckbill flange was found in the adhesions toward the right flank in the abdomen. The adhesions around it were lysed and the object was removed. The original operating surgeon was unaware of having lost the duckbill flange.